Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a recurrent peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes, frequencies and duration not reported) for peritonitis. Fifteen days after the onset, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information was provided because the reporter declined follow up.